Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was unable to install the cartridge. Customer's blood glucose was 288-289 mg/dl. Reportedly, the customer loaded a new cartridge successfully.